Event description:
A customer contacted baxter's technical service center reporting an alarm during prime the home choice (hc) and the home patient (hp) changed out a solution bag. The technical service representative (tsr) instructed the hp to press stop/go, straighten the lines from the door, clamps were open, transfer set open/closed three times, seals were broken, flipped the heater bag over and applied pressure to the heater bag and the alarm returned. The tsr suggested the hp reset up again with new supplies and the hp stated no, my nurse said I could disconnect and reconnected the bag with a new bag. The tsr tried to get the hp to keep the bag on and close the clamp, add a new bag to the free line. The hp would not do that and hung up. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the changing out of a solution bag, the hp stated the previous night she had an alarm and the third time of changing out supplies, she just changed out the one solution bag and still had the alarm. The hp stated her peritoneal dialysis nurse (pdn) advised her to change out the solution bag only and is aware of the missed therapy. The hp stated she put all the bags in the sink and they drained very slowly. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product during the priming stage, where the home patient stated her peritoneal dialysis nurse advised her to change out the solution bag only. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.